Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on fully) was confirmed. During the distributor evaluation the monitor was not fully booting up. The cause for the failure to boot up was an improperly formatted sd card. The cause for the improperly formatted sd card was an error during the monitor reconditioning process. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable malfunction was discovered. The distributor reported that monitor sn (B)(4) wasn't fully powering on during a patient fitting.